Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: great britain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products - unk femoral lot# unk. Unk tibial lot# unk.

Event description:
It was reported a revision of the lcck implants about five years post implantation. During the revision, it was noticed by the surgeon that the screw of the initial implant was loose which could have been the reason why the original implant failed and needed revised. The articulating surface screw was not fixed to the implant. Revision surgery was then completed as normal and as per op tech.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided to perform a compatibility check. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.